Manufacturer narrative:
Further testing of the samples revealed an interfering factor was present in the sample which most likely caused the issue. Product labeling documents this interference.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable triiodothyronine (t3), free thyroxine (ft4) and thyrotropin (tsh) results for one patient from cobas e602 analyzer serial number (B)(4) when compared to a vitros eci analyzer. Refer to the attachment to the medwatch for all patient data. Refer to the medwatchs with patient identifiers (B)(6) for the other assays involved. The results were reported to the doctor. Based on the results from the cobas e602, treatment with strumazol was initiated to treat elevated hormonal production. The strumazol treatment was terminated on (B)(6) 2015. No adverse effects were reported for the patient.

Manufacturer narrative:
Samples from the patient were submitted for investigation and no interfering factor to streptavidin could be identified.